Manufacturer narrative:
The device was not returned for investigation. From the complaint report, the manta deployment techniques were accurate and hemostasis was immediate. A post closure angiogram showed a complete occlusion 2cm proximal to the access site. A balloon was advanced, inflated, and flow was restored. The angiograms were obtained by essential medical and confirmed there was an occlusive dissection present proximal to the access site. Dissections are a common large bore procedural complication; therefore, it is inconclusive the cause of the dissection. The IFU lists ischemia of the leg or stenosis of the femoral artery; and local trauma to the femoral or iliac artery wall, such as dissection as possible adverse events related to the deployment of vascular closure devices. The risk documentation has been reviewed and confirmed this is a known risk. The occurrence of this type of incident remains below risk documentation acceptable occurrence rate. The device history record was reviewed, and no non-conformities were identified. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The us IFU lists occlusion and other access site complications requiring endovascular interventions as a possible adverse event for vascular closure devices. An investigation has been opened to review device history record, risk documentation, and case imaging.

Event description:
A tavr was performed on (B)(6) 2019. Access was done under ultrasound guidance, and appropriate access was confirmed via angiogram. Post closure angiogram showed a complete occlusion of the right femoral artery 2cm proximal to the access site. A balloon was advanced from the contralateral side, was able to cross the access site, and was inflated for approximately 5min at 6atm. A follow-up angiogram showed flow was completely restored, and hemostasis was achieved.